Event description:
Information was received from a consumer and a rep regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had a urinary tract infection, a return of symptoms and has had some falls. The patient had seen a manufacturer's representative for standard reprogramming but the rep was not made aware of the falls or uti's. The patient fell twice in the summer of 2016. The patient didn¿t allege that the device was the cause of the falls, and stated ¿once off a picnic table which was no big deal¿ for the first fall, and the second one she said she ¿slipped as I was leading a little trailer and fell on my hands and knees¿ which was a little harder fall. Patient services advised it is a good idea to let the doctor know about these falls, and she did let them know and now she knows how to use it and is fine. The patient says she has had a return of symptoms, and says "it was at a low setting but I was going to the bathroom quite a bit and I was also drinking a lot of fluids, but my husband increased it today and I felt it, so I wanted to know if I did the right thing". Patient has had "a bad urinary tract infection and I never had one until I met my husband, I had the infection for a very long time, it was quite a few months ago and my husband thought I was pregnant and it was so bad I had to go to the hospital to the psych ward, and had to go to the hospital 5 times and they gave me a 500 mg antibiotic and then the hospital gave me another antibiotic on sunday, it is a 10 mg antibiotic and I had a cystoscopy done on the 12th and it seems everything is fine so far". The patient couldn¿t clarify which month the uti started, or which month the return of symptoms started and she just said it was a few months ago (2017). Patient was advised to consult with their doctor. No further complications were reported or are anticipated.

Manufacturer narrative:
Patient code (B)(4) was added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the device was checked after the falls in 2016. It was checked in september and (B)(6) 2017. It was noted that the return of symptoms was resolved and was not related to the falls or uti. It was noted that the patient had a history of utis, but couldn't remember the dates. The utis were related to the patient's underlying urinary dysfunction and not related to the device or therapy.

Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.